Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the tube extension to be dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys resulting in the tube extension having the ability to rotate 360 degrees. No pieces are missing. Engineering has concluded that the damage may be due to excessive side loading. Engineering also observed the main tube to have light material removed all around the tube from the midpoint to the distal end. The damage area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow- up MDR will be submitted if additional info is received.

Event description:
The monopolar curved scissors instrument was returned with an unknown problem. No additional info was provided. No pt. Harm, adverse outcome or injury was reported.